Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. There were no signs of blood or tissue on the device. The delivery system was not bent and the plunger was broken. The emergency release on the delivery system was implemented. The wire that holds the capsule was completely off. The delivery system did not have any visible damage. As the product was received, the device functioned per specification except the plunger was not pushed to the end. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.